Event description:
It was reported that the sheath exhibited visible air. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. It was found that the farawave catheter could not be flushed through the main lumen, and that the faradrive sheath had visible air. The sheath and catheter were replaced and the procedure was completed. No patient complications were reported.